Event description:
Reporter alleged obtaining a discrepant blood glucose result of 77 mg/dl on his advantage system compared to the lab measurement of 34 mg/dl when testing was performed seconds apart. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.